Event description:
The customer received questionable glucose hk gen.3, albumin, and sodium results. Data was only provided for glucose hk gen.3 results for one patient sample. The initial result was 150 mg/dl and was reported outside the laboratory. The doctor questioned the result and the repeat result was 74 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 61491701 with an expiration date of 08/31/2016. The field service representative found a problem with the water pressure at the gear pump and the probe was dragging on the metal guard. He set the water pressure at the gear and bent the metal guard into proper shape. He ran a 20 cup verification of all affected chemistries which was within guidelines and qc passed.